Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.

Event description:
It was reported that after the patient underwent a right total hip replacement, it was found that the patient had osteoporotic bone quality and sustained a non-displaced calcar fracture during stem impaction. Two 1.7mm cerclage cables were placed intraoperatively. Surgery completed without further complications. No additional information was available at the time of this report.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right hip tha was performed on (B)(6) 2022. During the impaction of the stem, the patient sustained a calcar fracture. It was noted the patient has osteoporotic bone quality. The fracture was reduced with cables and no other complications noted. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b5;g3; h2 the following sections were corrected: b2; d1; d5; h8. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the patient, patient had osteoporotic bone quality, sustained a non-displaced calcar fracture during stem impaction. Careful inspection of the medial calcar confirmed that no fracture occurred during broaching. Two 1.7mm cerclage cables were placed intraoperatively and the surgery was completed without further complications. Attempts have been made and no further information has been provided.